Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice pro during use during initial drain. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient was using a drain extension that was several days old. The tsr instructed the patient to use a new line every night. The tsr helped the patient bypass to fill and instructed the patient to contact their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient reusing their drain line extensions. The rn stated she was aware of this and had spoken with the patient about it. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.